Manufacturer narrative:
E1: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 8021545.

Event description:
On (B)(6) 2026, a father in (B)(6) reported issues with his son's infusion therapy. The patient experienced elevated blood glucose levels that would not decrease, and the insertion site showed insulin buildup and skin irritation.